Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An authentication error was reported with the adc application (iphone 13 with ios operating system 16.5). The customer was unable to access their freestyle librelink application account and as a result, the customer was unable to monitor glucose. The customer experienced dizziness and was treated with jelly by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The freestyle libre 3 app complaint was investigated and determined that there were no issues with the libre 3 application that would have led to the complaint. The user reported authentication error with the freestyle libre 3 application. Attempted to replicate the user¿s complaint using similar configuration of iphone xr, ios 16.5 3.5.0.8863. The reported issue was unable to be replicated as the configuration app version 3.4.0.7368 is no longer obtainable as it was a limitation within ios to access previous versions of the app. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An authentication error was reported with the adc application (iphone 13 with ios operating system 16.5, app version 3.4.0.7368). The customer was unable to access their freestyle librelink application account and as a result, the customer was unable to monitor glucose. The customer experienced dizziness and was treated with jelly by a third-party. There was no report of death or permanent injury associated with this event.